Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, and underwent a laparoscopic herniorrhaphy for an umbilical hernia. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues, and the patient's signs and symptoms of umbilical hernia have resolved.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. Medical records were received and reviewed by the post market surveillance department and information is provided in this report. This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the event and the liberty cycler. There is no history of specific device being out of specifications which could have caused or contributed to the development of the patient's umbilical hernia. There was no reported history of increased intraperitoneal volume (iipv) and the patient continues to use the same cycler. This event is being filed as a MDR reportable serious injury to comply with our regulatory commitment to report any serious injury if the device investigation has not been completed. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.